Manufacturer narrative:
(B)(4). Date sent: 5/20/2024. D4: batch # 620c64. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then an attempt to fire the device was made, however, the device would not fire. Upon evaluation, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 620c64, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure the stapler battery failed after 11 fires of stapler. Should have fired 12 times. No patient harm was reported.